Event description:
It was reported that the device has intermittent error 45520 when not in use. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device has intermittent error 45520¿ was confirmed by visual and functional testing. Error code 45520 occurs multiple times in the event log and throughout testing. The probable cause was a defective keypad. Replaced keypad to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.